Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle hub separation occurred before use with a syringe 0.3ml 30ga 8mm 7bag 420cas jp. The following information was provided by the initial reporter, "the hub was detached with the shield."